Manufacturer narrative:
On 16-mar-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 18-mar-2020, mentor received additional information regarding the patient's symptoms and the condition of the right breast implant. The patient experience bilateral capsular contracture (grade unknown), and the right implant was found to be intact. A healthcare professional stated that it is possible that a rupture occurred before or in previous breast implant surgeries done elsewhere. On 24-mar-2020, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two unspecified 350cc mentor smooth gel breast implants. On 31-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, some creases on anterior view were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, rupture. Concomitant medical products: 400cc mentor memorygel breast implant (catalog #: 3507400bc , serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided breast pain and rupture. The diagnosis was confirmed by a healthcare professional. The rupture was visualized via mammogram and ultrasound performed in (B)(6)2019. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information indicated that the actual date of explantation was (B)(6) 2020. The relevant field has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).